Manufacturer narrative:
E1: (B)(6). A philips bench repair technician (brt) evaluated the unit and reported the spo2 failed intermittently and the spo2 board needs to be replaced. The faulty spo2 board was replaced to resolve the issue. The unit has returned to working specification and it was returned to the customer. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the spo2 board. The reported problem was confirmed. The device was operational after the faulty spo2 board was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that spo2 decrease ceases after a prolonged period. The device was in use on a patient at the time of the event, there was no adverse event reported.